Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00533 (same user facility, different unit). This reported issue was not verifiable. The unit can not be serviced by the manufacturer and the customer cannot order replacement parts due end of service for the dual cooler heaters was 31-dec-2014. Manufacturer technical support (ts) informed the user facility¿s biomedical engineer (biomed) that the cooler heater was no longer supported and there are no parts. The biomed did not know when this occurred. The biomed asked what could replace this unit and ts informed him we sell the csz hemotherm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the 4 pin connector had heated and melted on the printed circuit board assembly (pcba) of the cooler heater unit. This unit would not heat. No other details regarding the nature of this event were provided.